Manufacturer narrative:
The insulin pump was received with a cracked battery tube thread, a cracked and bleeding lcd glass, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a minor scratched display window.

Event description:
The customer's mother called to report that the customer fell off her scooter and the insulin pump got cracked and was unresponsive; display was "blotched out" and unreadable. The customer's blood glucose level was 153 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.